Manufacturer narrative:
The lens was returned in liquid, in a lens vial. Visual inspection found that the haptic was torn. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that, while loading a 13.2mm vticm5_13.2 implantable collamer lens, -10.0/+1.0/072 (sphere/cylindar/axis) into the cartridge, it tore/broke. This was meant to be implanted into the patient's left eye (os). There was no patient contact with the lens and this occurred on (B)(6) 2018. The cause of the event is reported as device. On (B)(6) 2018 an alternate lens was successfully implanted.